Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was reviewed at their healthcare provider¿s office and the ins was interrogated without any problems. An impedance check done at 0.7 v; 0 & 2 > 4000 ; all others had no detected abnormalities. Programming is c1 @ 0.8v; c2 @ 0.7v; c3 @ 1.4v; c4 @ 1.8v. The patient had complete continence since their ins change in december. The patient had a broken right arm and had been getting their husband to use the programmer. The patient initially had a lot of swelling over the ins (resolved now) which may have initially interfered with the telemetry between programmer and the ins, or perhaps her husband was not placing the antenna in the correct spot. The issue seemed to have been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via a manufacturer representative (rep) reported that the patient was unable to get the patient programmer to communicate with the implantable neurostimulator (ins). The patient tried with and without the antenna, they had tried using their old programmer. When attempts are made to communicate with the ins, both programmers just display the "poor communication" icon or "failure to communicate" screen. Factors that may have led or contributed to the issue was reported that the patient has had recent surgery. An appointment on (B)(6) 2018 was scheduled to troubleshoot further with the clinician programmer. No surgical intervention occurred and the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.